Event description:
It was reported to our distributor that while the customer was inspecting the cot, the foot-end was in the lowest position and the head-end in the highest and the head-end collapsed one level down. No patient or caregiver injury was reported.

Manufacturer narrative:
Investigation underway.